Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa8183r06 was reviewed and the product was produced according to product specifications. All information reasonably known as of 18 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that two of the safe-t-pexy anchors broke. Per additional information received 15 apr 2019, the anchors broke towards the end of the gastrostomy button procedure. The first one broke at the time of the probe introduction, and the second one broke at the end of the procedure. There was no other intervention required. The patient came out of the procedure with just one anchor. No further information provided.